Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during the load process. Customer's blood glucose (bg) level was not impacted. However, the customer reported (bg's) were elevated prior to the reported issue because the customer had run out of insulin while at work and did not have any extra supplies. It was indicated that the customer had backup pump available for alternate insulin therapy.